Event description:
Early aspetic loosening of depuy rp total knee arthroplasty with evidence of extensive polyethylene wear over two and a half years. Dates of use: 2006 - 2009. Diagnosis or reason for use: arthritis.